Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, externalized conductors were observed. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.